Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl. The customer stated insulin did not came out through the body. Customer declined troubleshooting process. Customer stated blood glucose was very as they did not use insulin pump. The insulin pump will be returned for analysis.